Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
Upon follow up, the device item number was provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).d10: tsx47b10, tsx implant, 4.7mmd, 10mml/lot# 1270687. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's healing abutment was cutting the side of the tongue. It was recommended to the patient to leave the healing abutment in place so as not to affect the healing + integration process. The patient insisted on a new smaller abutment but when the abutment was attempted to be removed; the implant came out as well.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported healing abutment. Visual evaluation was performed, the abutment removed from the implant as intended. No damage identified or signs of malfunction to the implant and abutment that would have contributed to the event. Measurements match drawing. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the (B)(6) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. The abutment disengaged from the implant as intended. However, the reported event was non-verifiable with all the reported information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.